Manufacturer narrative:
The customer¿s reported issue that programming a heparin drug dose of 13 u/kg/h did not result in a rate of 26.3 ml/h was confirmed in this investigation. The customer referenced a dose of 13 u/kg/h, which is a weight-based dose, but the customer programmed a non-weight based dose of 13 unit/h. The calculated rate for a non-weight based dose of 13 units/h is 0.26 ml/h, not the 26.3 ml/h as reported by the user. The review of the pcu event log confirmed that at 10:11:14 pm, the user initially programmed an infusion for heparin (drug ID 207), then selected the option for non-weight based dosing at 5:34:03 am the user reprogrammed the infusion to a dose of 13 unit/h, which recalculated the rate to 0.26 ml/h with the vtbi of 448.756 ml the user then immediately attempted to reprogram the rate to 26.3 ml/h, which automatically changed the dose to 1315 unit/h. The user reprogrammed the dose back to 13 unit/h, which automatically changed the rate back to 0.26 ml/h. Keypress replication during testing confirmed the customer experience of selecting heparin (drug ID 207), then selecting the non-weight option and programming the drug dose of 13 unit/h subsequently results in the rate being automatically calculated to 0.26 ml/h, and reprogramming the rate to 26.3 ml/h. Automatically changed the dose to 1315 unit/h. Keypress replication also confirmed that selecting the drug heparin (drug ID 207) with the weight-based dosing option and inputting the patient weight of 101 kg with the dose of 13 u/kg/h automatically calculates a rate of 26.3 ml/h. Device was working within specification. The root cause was determined to be user programming error.

Event description:
It was reported heparin drug rate was incorrect per dosing. The 13 u/kg/hr rate was displayed as 0.26ml/hr , however the customer felt it should be 26.3 ml/hr. Although requested, there was no patient impact reported by the customer.